Event description:
The pt tested his blood glucose on suspect device and was 487 mg/dl. He took 2 units of insulin and then retested later on suspect device and was 331 mg/dl. He then took 2 more units of insulin based off of the suspect device readings. He then passed out. His daughter called the paramedics and they took him to the hosp where they tested his blood glucose and it was 27 mg/dl. He was treated with glucose. The customer states that glucose controls were on suspect device and were out of specifications.